Event description:
A report was received that a patient had a pocket revision because the ipg is currently placed at the midline, causing the patient discomfort. The physician relocated the ipg to the buttocks area, and the patient is reportedly doing well following revision surgery.

Manufacturer narrative:
This is the final report.